Event description:
Customer reported that automatic quality control(aqc) was out of range in between (B)(6) 2014 at 14:56 to 04/24/2014 at 04:24. Customer also reported that 10 patient samples were run during this timeframe. Customer stated that they also restored the aqc in the past. There was no report of injury due to this event.

Manufacturer narrative:
Customer should not have run patient sample when automatic quality control(aqc) was out of range. Customer has been suggested to change the security levels of the operators to level 3, so they will not be able to restore the quality control(qc). The event has occurred due to an operator error.